Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while doing a tibial nail procedure, the tibial nail was doing fine but upon extracting the insertion handle it was found to be almost cold-welded. The insertion handle was stuck for ten (10) minutes before it became unlocked. There was a surgical delay of ten (10) minutes. The procedure was successfully completed. The patient was stable after the procedure. This report is for one (1) 8mm ti cann tibial nail-ex w/prox bend 345mm-sterile. This is report 1 of 2 for (B)(4).